Event description:
It was reported that the intra-aortic balloon (iab) was inserted to support a procedure in the cath lab. Due to the pt's size (B)(6), the decision was made to utilize the (B)(4). When the md attempted to insert the sheath/dilator assembly (with sidearm) the tip crumpled/flare/peeled back. As a result, the sheath was removed. There was no report of death or injury. No medical/surgical intervention was required. No delay or interruption in therapy. The pt outcome was okay. Ref MDR #1219856-2012-00166 for the second event involving the same pt.

Manufacturer narrative:
(B)(4). Sample will not be returned for eval.